Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: b4; b5; d2; d9; d10; g1; g3; g6; h1; h2; h3; h6. D10: 42530007102, tibia trabecular metal two-peg porous fixed bearing right size e, (B)(6). Complaint is confirmed. Visual inspection of the returned device shows that the dovetail feature is deformed, showing evidence of gouges, nicks, and dings. It appears both flared and compressed, indicating significant distortion. The extraction slot is also deformed, and the anterior surface presents additional dings. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Root cause has been identified as failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. D10: unknown; tibial component; unknown lot. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the total knee arthroplasty, a 10mm articular surface implant could not be inserted even after several attempts while paying attention to the insertion direction. As a result, the surgery was successfully completed with another 10mm articular surface. Attempts have been made, and all available information has been provided.